Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. The field service engineer tested the remote manager and manually failed and recovered it multiple times but was unable to find the cause of the issue. The fse advised the customer to monitor the situation and also verified the functionality. The system functioned as intended after the field service engineer repaired the device.